Event description:
Carolynn reyes reported that rita campion experienced an unresponsive power button and a continuous glucose monitor disconnection issue. There was no adverse impact on the customer¿s blood glucose level. As the customer declined a follow-up from the support team and further details could not be obtained, no additional information was available regarding the outcome of the event. The customer was out of warranty and in the process of renewal at the time of reporting.